Manufacturer narrative:
Based on the claim against the product by the customer noting stapler fire and unclamping issue, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the logs confirmed that the curved-tip stapler 30 was used on (B)(6) 2022 with 44 uses remaining. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the endowrist stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip stapler 30 encountered a firing and unclamping issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The curved-tip stapler 30 was returned, analyzed, and found to have a firing failure based on log review, but the issue was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler initialized, clamped, fired, and unclamped without any issues.